Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. She had lost 50 plus pounds over the past few years and her neurostimulator had not been effective. It was noted that her "wires" were protruding from her body and it would get caught on such things as doors. She had been at the grocery store where her lead was "snagged" on a cart and "pulled hard". Add'l info was requested.